Manufacturer narrative:
Concomitant product; serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the reported lot number. Disposable device as the lot was released meeting all qa specifications. Currently unable to establish a relationship or impact tot he reported observation. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The physician received two unsuccessful cavity integrity assessment (cia) tests. The doctor then performed a hysteroscopy and a "uterine perforation at the fundus" was visualized. Antibiotics were administered and the patient was admitted into the hospital overnight for observation. The patient was discharged home the following day. Dilatation, wounding with a metal sound and uterine biopsy (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.